Manufacturer narrative:
Na

Event description:
Information was received that this patient had chronic atrial fibrillation with rapid ventricular ablation procedure and the physician decided to add an endocardial left ventricular (lv) lead in hopes that there would be less output to pace the lv lead. However, the patient had a functioning epicardial lv lead already and the ultimate goal of adding the lv lead was to increase the longevity of the device. Due to high pacing thresholds which could affect battery life, this epicardial lv lead was surgically abandoned. No adverse patient effects were reported.